Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed a u-shaped, delaminated disruption in the belly of cusp #2, circular and v-shaped delaminated disruptions in the free margin of cusp #3, and six non-through disruptions in the belly of cusp #1, such as would occur with suture abrasion. However, in the absence of the source for these disruptions, the cause was indeterminable. These disruptions resulted in incomplete coaptation. Host tissue overgrowth encroached onto cusp #3 which resulted in stenosis of the effective orifice area. X-ray analysis revealed no apparent calcification. Stent distortion was noted and appeared artifactual of explant. The primary cause for dysfunction due to an indeterminable source. These findings would account for the symptoms noted clinically. H6: 86=x-ray analysis.

Event description:
This event was reported as leaflet disruption and aortic insufficiency. No further info was provided.